Manufacturer narrative:
Block h6: imdrf device code a150205 and a040601 captures the reportable event of device difficult to advance and stent buckled material.

Event description:
It was reported that during the transureteroscopic lithotripsy preparation, prior to procedure it was noticed that the polaris ultra ureteral stent was very astringent and it had difficulty advancing. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material. Upon receipt at our quality assurance laboratory, this polaris ultra stent underwent thorough analysis. Visual inspection of the device did not reveal any damages. The mandrel was loaded into the device and no resistance was felt. The positioner returned was detached/separated and the suture was not returned for analysis. Based on the information available and analysis results, the reported allegations could not be confirmed. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during the transureteroscopic lithotripsy preparation, prior to procedure it was noticed that the polaris ultra ureteral stent was very astringent and it had difficulty advancing. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.